Manufacturer narrative:
Technical services discussed a potential lead fracture to cause the out of range impedance and loss of capture. The patient's device was nearing replacement time and the clinician was gathering data for the physician. Available information indicates the lead remains implanted. Latitude showed that lv pacing had been programmed to off. No adverse patient effects were reported. This report will be updated if additional information is received.

Event description:
Boston scientific received information that this left ventricular (lv) pacing lead had historically high pacing impedance measurements and high pacing thresholds. The clinician wanted assistance in testing the lead in all pacing configurations. Technical services walked the clinician through the testing. It was observed that in all pacing configurations, the pacing impedance was greater than 2,000 ohms and no capture was obtained. The clinician confirmed that the impedance had been greater than 2,000 ohms for the past year.